Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was confirmed based on the functional testing and archive data review. To resolve the issue, the belt clip switch assembly was adjusted to a parallel position. No physical damage observed upon visual inspection. In addition, unrelated to the reported complaint, encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Clutch plate deburring was performed to address the issue. The archive data was reviewed and contained (ua) 12 error messages on the reported event date. During functional testing, (ua) 12 displayed upon powered on the device, thus confirming the reported complaint. Following service, multiple run-in tests were performed, using the 95% patient large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. The autopulse passed all the testing and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) stops compressions after 30 seconds and displayed user advisory (ua) 12 (lifeband not present) error message. This issue occurred on two patient incidents, (B)(6) 2018. Following the stopped compression, manual CPR was performed. No patient harm or consequence was reported. This complaint is for event occurred on (B)(6) 2018 for event occurred on (B)(6) 2018, see MFR 3010617000-2018-00326 the used lifebands have been discarded by the customer.